Event description:
It was reported that a faradrive sheath was used during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation. After inserting the faradrive into the left atrium (la), st segments increased when a farawave catheter was inserted into the faradrive sheath in leads ii, iii and augmented vector foot (avf) lead. The sheath was aspirated and air was believed to have been introduced in the sheath when the dilator was removed from the sheath. Procedure was completed with original device used. No further patient complications were reported. The sheath is expected to be returned for analysis. It was further reported that air removal was performed using a syringe and that after the st elevation, no medication such as nitroglycerin was administered, and the st gradually decreased over time. Therefore, after five minutes, it was confirmed that st returned, and the procedure was resumed. There was no change in the patient condition during the procedure and immediately after the procedure was completed. The patient remained stable without complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.